Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that assembly fixture m12 leaked. The following information was provided by the initial reporter: this is a report about a cracked vial, resulting in chemo leakage with the use of protector.

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. The visual inspection, the photo displays one protector connected to a vial with the bottom of the vial broken. No defects can be observed in the photo related to the protector and no sample or photo of the assembly fixture was available. Product undergoes 100% inspection prior to release, including verifying the functionality of the vial holders. As the lot involved in this incident is unknown, a device history review could not be performed. Based on the available information, we cannot identify a root cause related to the assembly fixture or our process at this time.

Event description:
It was reported that assembly fixture m12 leaked. The following information was provided by the initial reporter: this is a report about a cracked vial, resulting in chemo leakage with the use of protector.